Manufacturer narrative:
Review of the device history record indicates no issues during manufacture; the device was manufactured to specification. The subject device was not returned to us endoscopy. The instructions for use contain the following warnings and precautions: "exposure to bodily fluids may occur during connection or disconnection of these devices; adherence to body substance isolation protocols is the responsibility of the user. Do not leave a device hanging from the valve. Doing so can cause the creation of a larger valve slit/hole that may cause leakage. If the lid of the valve is opened while attached to the endoscope during a procedure, scope suction will be compromised and leakage may occur. If leakage occurs, a sterile gauze should be used to cover the valve." In-service training has been provided to the user. Follow up has confirmed no additional issues. Device not returned to manufacturer.

Event description:
The biopsy valve is used to cover the opening to the biopsy/suction channel inlet of a gastrointestinal endoscope. The biopsy valve provides access for endoscopic device passage and exchange, helps maintain insufflation and minimizes leakage of biomaterial from the biopsy port throughout the gastrointestinal endoscopic procedure. The user facility reported during a procedure the lid of the biopsy valve opened and sprayed a nurse with bodily fluid. The nurse was wearing proper personal protective equipment however the fluid came in contact with her skin. The nurse washed the affected skin and no further treatment was sought. There was no report of harm to the patient.